Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: section h10, additional related report numbers should have been "mw5184123" rather than "blank".